Event description:
During a procedure, a tooth broke off the countertorque wrench for cslp and landed on the plate. It was the last screw and the surgeon was able to complete the procedure with no delay or further incident. The tooth was retrieved and no pieces of the wrench remain in the patient.

Manufacturer narrative:
Device was used for treatment. Device history review (DHR) revealed the product conformed to all requirements and no anomalies were found. Manufacturing and product evaluation of the returned device revealed that one of the prongs broken off and missing. Two of the remaining three prongs are broken at the jog, at about mid length. There are some slight scratches on the handle and head of the instrument. The complaint product met dimensional specifications and the material and hardness were confirmed to be within specifications. The instrument conformed to dimensional specifications at the time of manufacturing and passed synthes incoming inspection. Based on the specifications at the time of the original manufacturing and the information given the root cause and failure mode are unable to be determined. Placeholder.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as product is entering the complaint system.